Event description:
A peritoneal dialysis (pd) patient reported being treated for peritonitis which was diagnosed on (B)(6) 2025. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2025 (no symptoms provided). A pd effluent culture was obtained. The patient was diagnosed with peritonitis. The patient initiated antibiotic therapy with intraperitoneal (ip) ceftazidime (dose, frequency, and duration not provided). The cultures resulted positive for escherichia coli (e. Coli). The cause of the peritonitis is unknown. The patient did not report any bouts of diarrhea. The pdrn stated the organism must have migrated from the gut to the peritoneum. The patient was not hospitalized. The patient is continuing ccpd therapy during recovery.

Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and liberty cycler set and the patient event of peritonitis. However, there is no documentation of a causal relationship between the liberty select cycler and liberty cycler set and the peritonitis. Additionally, there is no allegation of a liberty select cycler malfunction or deficiency, or cycler set defect reported for the event. The clinic reported the cause of the peritonitis event as unknown, however; the pdrn suspected a transmigration of the organism from the gut to the peritoneum. E. Coli is a normal flora of the gastrointestinal tract which may colonize in the aerodigestive tract and genitourinary tract. Peritonitis with this organism most likely results from touch contamination but sometimes from an exit-site or tunnel infection or from an intra-abdominal source. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported being treated for peritonitis which was diagnosed on (B)(6) 2025. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2025 (no symptoms provided). A pd effluent culture was obtained. The patient was diagnosed with peritonitis. The patient initiated antibiotic therapy with intraperitoneal (ip) ceftazidime (dose, frequency, and duration not provided). The cultures resulted positive for escherichia coli (e. Coli). The cause of the peritonitis is unknown. The patient did not report any bouts of diarrhea. The pdrn stated the organism must have migrated from the gut to the peritoneum. The patient was not hospitalized. The patient is continuing ccpd therapy during recovery.